Event description:
During a procedure the coupling screw for dhs broke at the top portion of the threads during impaction of the dhs side plate. The threaded portion of the coupling screw remains inside of the 12.7mm dhs lag screw implanted in the patient. Surgeon didn't think it was necessary to remove it.

Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed and no issues during manufacture were found that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.